Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent an unknown hip revision approximately seven years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Concomitant medical products - m2a magnum cup, catalog#: us157858, lot#: 588010; m2a magnum head, catalog#: 157452, lot#: 164250; m2a magnum taper adapter, catalog#: 139264, lot#: 790110. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-04939, 0001825034-2017-03622, 0001825034-2017-03623, 0001825034-2017-03624.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.